Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the rv (right ventricular) defibrillation coil was above the expected upper range. It also indicated the impedance trend on the rv defibrillation coil was rising. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that impedance on the right ventricular (rv) coil of the rv lead had increased gradually over time. The lead is still in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.